Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient on impella cp support and was having runs of ventricular tachycardia. The impella was repositioned from 5.7 centimeters to 4.7 centimeters. The patient was successfully weaned. The patient survived the explant.